Manufacturer narrative:
The device was lost during the return process. The complaint handling and failure investigation sop will be modified to avoid future errors pertaining to device returns.

Event description:
The consumer is claiming that she was laying on a heating pad, with a sheet separating her and the pad, the sheet and mattress were burned. The temperature was on high and then lowered to medium. After 20 minutes, she smelled something burning and discovered that her sheet and mattress were burned. Consumer confirms that she did not get burned.